Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they had an endoscopy done a couple weeks ago and they turned off the interstim device for surgery and since the date they came home from the surgery, they had a constant flow of urine. The patient said they didn't know if the therapy was ever turned back on. During call patient connected with implant and therapy was on and patient was on program 4 at 0.5 ma. Patient increased stimulation to 0.6 ma where they felt stimulation comfortably in their bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Patient said they had a health care provider appointment to address the symptoms they were having. [ see mr for rule out ].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction; urge incontinence. It was reported that they had an endoscopy done a couple weeks ago and they turned off the interstim device for surgery and since the date they came home from the surgery they had a constant flow of urine. The patient said they didn't know if the therapy was ever turned back on. During call patient connected with implant and therapy was on and patient was on program 4 at 0.5 ma. Patient increased stimulation to 0.6 ma where they felt stimulation comfortably in their bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Patient said they had a health care provider appointment to address the symptoms they were having.